Event description:
I am (B)(6) years old and have an aggressive form of degenerative disc disease. In 2003, my first disc shattered into 22 pieces (l3/4) without a major incident occurring. I managed to control my pain thru medication, injections, and pilates. In 2009 my second disc (l4/5) shattered and the injections stopped working and I was in such pain that I either needed a miracle or I was going to commit suicide. My neurosurgeon didn't want to fuse me because of my young age and rapid disease. But, he refused to use the charite because of the problems it had, so I did some research and found out about the m6 disc made by spinal kinetics. Since the FDA had not approved of it yet, I found the doctor in (B)(6) that helped create the m6 and who was renowned for his successful surgeries. After a ton of research and approval from my american doctors, I chose to travel to (B)(6) for the surgery. On (B)(6) 2010 I had two lumber m6 discs implanted into my l3/4 and l4/5. The surgery saved my life and took all the pain away! Unfortunately, 8 months later, I had bilateral psoas abscesses which resulted in drains on both hips for 2 1/2 years, a pic line with both daptomycin and vancomycin for 6 months, hospitalization for 3 weeks because doctors couldn't figure out what was going on and I was on my death bed. For the past 3 years, I have had either drains in my sides or open wounds which one side hemorrhages once a day and the other side seeps out a pus like substance. I'm in constant pain not from my back which, is doing great, but from my sides! A month ago, I went to a holistic doctor who was the only one to figure out that I am allergic to titanium, silicon, and cement, all of which compose the m6. My body had had a severe allergic reaction to my discs. No one thought to test me for metal or silicon allergies before my surgery, and spinal kinetics refuses to return my calls and emails plus there is nothing on their website detailing what the m6 disc is made of. I had to find out digging deep into your trails and a (B)(6) doctor's website. I'm in the process of taking two antidotes to try and reverse the allergic reaction because, if I have to have the discs removed, I have little to no options to replace them with and will more than likely be forced into a wheelchair until medicine technology can come up with a non-titanium based disc. I'm not even (B)(6) years old and this has ended my 25 plus year career and forced me to be house bound most of the time. My life has been reduced to dealing with losing blood daily, having to get multiple iron infusions, blood transfusions, and no social life. I used to ride horses, swim at the lake and beach, travel the world, and enjoy my life. Now, I take medication, change bandages, hemorrhage daily and rest on the couch. Thanks to the pain from before my surgery and the pain afterwards, I became too depend on high powered medication which forced me to need to go to rehab for 30 days. Before (B)(6), I have no insurance so, all in all, I have spent over (B)(6) trying to save my life.